Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that an implantable neurostimulator (ins) was ¿implanted incorrectly¿ in a patient¿s body and the patient had never been able to turn it on. The reporter stated that the ins was in the patient¿s diaphragm area ¿five inches by the rib cage¿ and was "grabbing" their diaphragm and large intestine. It was noted that the ins made it hard for the patient to breath. It was reported that the patient was going back to his healthcare provider¿s office the next week after the report to see if the incision had healed, it still didn't hurt and the swelling was gone. It was reported that the ins made him "stop going to the bathroom" and had to take "lots" of laxatives. It was noted that the ins was turned off until the patient went back to the healthcare provider¿s office. It was noted that the patient was able to charge after troubleshooting from the company representative the day of the report. It was reported that the patient would return to their health care provider on (B)(6) 2013 to be scheduled to have the ins "put in the right place". It was later reported that the patient did not complain about their inability to go to the bathroom to a healthcare provider as recently as (B)(6) 2013. Additional information received reported that the patient was still having concerns with his device or therapy and was working with the doctor or manufacturer representative. The patient had appointments scheduled for (B)(6) 2013 and (B)(6) 2013.